Manufacturer narrative:
The following devices were also listed in this report: cat#, device description, lot#. 5521-b-300, tri ts baseplate size 3, h7t9ta. 5545-a-301, tri lm/rl tib aug sz3 5mm, xl76464a. 5560-s-312, triathlon cemented stem-12mm x 150mm, 0104134h. 5560-s-315, triathlon cemented stem-15mm x 150mm, 0090649e. 5549-a-671, triathlonctrfemconeaug sz 7&8l, l03j. 5549-a-130, triathlon sym cone aug sz c, y0dt1. 5512-f-301, tri ts femur sz3 left, gg77l. 6191-1-001, simplex p full dose 1 pack, rbd023. 6191-1-001, simplex p full dose 1 pack, rbd023. 6191-1-001, simplex p full dose 1 pack, rcd032. 6191-1-001, simplex p full dose 1 pack, rcd032. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revised a left knee triathlon ts due to infection. Everything was removed and the ts implanted may be served as a temporary spacer or final implantation tbd.